Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's reservoir compartment threads are stripped. The insulin pump was slower and louder during rewind. The buttons were less responsive and harder to press. They also received unexplained no delivery alerts. Customer's blood glucose level was around 200 mg/dl. The device was not returned.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. No stripped reservoir compartment threads noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. No rewind anomaly noted.